Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test as the adc freestyle libre sensor detached from the adhesive after 2 days of wear. Customer experienced symptoms of hypoglycemia and subsequently lost consciousness and was "re-sugared" by the healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test as the adc freestyle libre sensor detached from the adhesive after 2 days of wear. Customer experienced symptoms of hypoglycemia and subsequently lost consciousness and was "re-sugared" by the healthcare provider. There was no report of death or permanent injury associated with this event.